Event description:
It was reported the patient has lost 50 pounds. As a result the ipg is flipping in the pocket causing communication issues and charging is difficult. The ipg was explanted and replaced which resolved the issue and the patient's stimulation was restored.